Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was treat a perforation at the mid left anterior descending artery. The 2.8x16mm graftmaster covered stent failed to cross due to anatomy. Upon removal, the edge of the stent was noted to be flared. An non-abbott device was used to successfully complete the procedure and seal the perforation. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: (B)(6) medical center, (B)(6) school of medicine.